Event description:
Reporter stated that the surgeon implanted a collamer 3-piece intraocular lens model cq2015 in the eye and noticed it was torn. The surgeon cut the intraocular lens to remove it from the eye with no incision enlargement. No patient injury.

Manufacturer narrative:
H6: results: (other): visual inspection of the lens shows that both of the haptics were torn off and missing and a portion of the optic was torn. Clear surgical residue on product. Conclusions: - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.